Event description:
Healthcare professional reported that a platelet unit from a split apheresis donation was involved in a transfusion reaction. The pt is currently on life support. This platelet product cultured gram negative bacillus, identified as klebsiella pneumoniae. The culture of the platelet bag was performed by an outside laboratory, after the transfusion reaction. It was also reported that at the same transfusion site, a pt expired after a transfusion of the first split apheresis platelet product from the same donation. The pt's blood cultured klebsiella pneumoniae. Collection facility info: male whole blood and apheresis donor in good health. A follow-up call to the donor was performed by the reporting facility, and no concerns were reported by the donor. This was scheduled for another apheresis donation, the center was going to culture this donation. The collection facility stated that proper storage conditions were maintained throughout the shipment and storage at hospital. The customer's retention tube from this donation is negative.